Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.

Event description:
On (B)(6) 2013, the physician reported that she observed high impedance on the patient's device. X-rays were taken. Follow up with the physician found that the updated emg signal shows a "drop in the signal "plateau" which could be a leaking current". The patient did not have an increase in seizures; however, it was reported that the "patients clinic got worse". A dcdc = 7 was observed again and the emg signal was "not normal". Vns replacement surgery was performed. No additional information has been received.